Event description:
Inguinal hernia repair with surgical mesh. Brand of mesh is johnson and johnson but I don't think that is relevant. I have had chronic pain ever since the operation. Other complication are difficulty urinating. The pain is debilitating. Mesh should not be allowed to be used for a hernia repair. Reason for use: hernia repair.